Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely after 7 days of wear and as a result, the customer was unable to obtain glucose readings. The customer experienced dizziness and a loss of consciousness however, the customer was able to self-treat with orange juice and a spoon of jam after regaining consciousness. There was no report of third-party intervention as no additional information was provided. There was no report of death or permanent impairment associated with this event.